Event description:
Boston scientific received information that the patient with this implantable pacemaker had several syncopal episodes in approximately the past three months. During a device follow-up, the daily measurements showed slightly decreased r wave sensing and slightly increased pacing thresholds. Impedances were noted to be stable and capture was noted to be good. It was noted that there was one supraventricular tachycardia (svt) episode in the arrhythmia logbook, and that the patient was in normal sinus rhythm. It was reported that there did not appear to be an issue with the device, but the cause for the patient syncope was still being investigated. It was later noted that the patient was scheduled for tilt table testing, as it was suspected that the patient had a cardiac event. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.